Manufacturer narrative:
B4:04aug2021. It was reported to philips by a third-party vendor that the unit's ventilator/touch screen was out of order. The device was in clinical use, providing therapy at the time of the reported event. No harm or injury has been indicated or alleged. The customer declined repair service from philips. Multiple attempts were made to obtain information regarding the device evaluation, repair, and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported to philips by a customer that the unit's ventilator/touch screen was out of order. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians.